Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). Following pre-dilatation, a 3.50 x 12mm synergy¿ drug-eluting stent was selected to treat the lesion. During the procedure, the stent disappeared. The device was not completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.5 x 12mm stent delivery system (sds) was returned. A visual examination found the stent was not returned on the device. A visual examination of the balloon was performed and the balloon appeared to have been subjected to positive pressure, the balloon wings were out of the original folded position. There was hardened medium evident in the balloon body. During the manufacturing process, stent profile is confirmed on 100% of the synergy devices manufactured. The maximum crimped stent profile was measured which is within specification. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). Following pre-dilatation, a 3.50 x 12mm synergy drug-eluting stent was selected to treat the lesion. During the procedure, the stent disappeared. The device was not completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). Following pre-dilatation, a 3.50 x 12mm synergy drug-eluting stent was selected to treat the lesion. During the procedure, the stent disappeared. The device was not completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.